Event description:
Inability to weight bear [weight bearing difficulty]. Unable to fully extend her knee [joint range of motion decreased]. Knee stiffened up [stiff knees]. Knee swollen up [knee swelling]. Tender to weight bear/joint pain [joint tenderness]. Joint warmth [joint warmth]. Case narrative: initial information received on 01-jun-2022 from united states regarding an unsolicited valid serious case received from a consumer/non-hcp (non-healthcare professional). This case involves a female patient who experienced inability to weight bear, unable to fully extend her knee, knee stiffened up, knee swollen up, tender to weight bear/joint pain and joint warmth with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history included leg injury and bone disorder. The patient's past medical treatment(s), vaccination(s) and family history were not provided. In 2019, the patient started using hylan g-f 20, sodium hyaluronate injection dosage, route, frequency of 3 injections (lot and expiry date - unknown) for osteoarthritis. The patient had a problem with first injection of 3 series. On an unknown date in 2019, her knee stiffened up (joint stiffness) and was swollen (joint swelling) and tender to weight bear (weight bearing difficulty). This passed in about four days and she went back for second and third injections which were just fine. She denies she had an allergic reaction, no itching. However, she had joint pain, swelling, warmth (joint warmth), stiffness (joint stiffness), unable to fully extend her knee (joint range of motion decreased) and inability to weight bear (weight bearing difficulty; disability). This passed in four or five days. It started 6 or 7 hours after the injection, had to use a cane or hang on to objects for weight bearing. The patient had made hcp (healthcare professional) aware of side effects and he did not feel it was an allergic reaction. The last series she had were 6 or 8 months apart and started most recently at the end of apr-2022. Action taken: unknown for all events. Use a cane or hang on to objects for weight bearing as corrective treatment was received for the event (inability to weight bear). It was not reported if the patient received a corrective treatment for the events (knee stiffened up, knee swollen up, tender to weight bear/joint pain, joint warmth, unable to fully extend her knee). At time of reporting, the outcome was unknown for all events.

Event description:
Inability to weight bear [weight bearing difficulty] unable to fully extend her knee [joint range of motion decreased] knee stiffened up [stiff knees] knee swollen up [knee swelling] tender to weight bear/joint pain [joint tenderness] joint warmth [joint warmth]. Case narrative: initial information was received on 01-jun-2022 from united states regarding an unsolicited valid serious case received from a consumer/non-hcp (non-healthcare professional). This case involves an unknown age female patient who reported inability to weight bear, unable to fully extend her knee, knee stiffened up, knee swollen up, tender to weight bear/joint pain and joint warmth with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. She had been getting knee injections for several years. She had a history of leg injury and bone on bone. She stated that she had been doing well with the injections. In 2019, the patient started using hylan g-f 20, sodium hyaluronate injection, liquid, solution, (16 mg/2ml) frequency of 3 injections (dosage, route, lot and expiry date - unknown) for osteoarthritis. The patient had a problem with first injection of 3 series. On an unknown date in 2019, her knee stiffened up (joint stiffness) and was swollen (joint swelling) and tender to weight bear (weight bearing difficulty). This passed in about four days and she went back for second and third injections which were just fine. She denies she had an allergic reaction, no itching. However, she had joint pain, swelling, warmth (joint warmth), stiffness (joint stiffness), unable to fully extend her knee (joint range of motion decreased) and inability to weight bear (weight bearing difficulty; disability). This passed in four or five days. It started 6 or 7 hours after the injection, had to use a cane or hang on to objects for weight bearing. The patient had made hcp (healthcare professional) aware of side effects and he did not feel it was an allergic reaction. The last series she had were 6 or 8 months apart and started most recently at the end of (B)(6) 2022. Action taken: unknown for all events. Corrective treatment: use a cane or hang on to objects for weight bearing as corrective treatment was received for the event (inability to weight bear); it was not reported if the patient received a corrective treatment for the events (knee stiffened up, knee swollen up, tender to weight bear/joint pain, joint warmth, unable to fully extend her knee). At time of reporting, the outcome was unknown for all events. Product technical complaint (ptc) was initiated on 01-jun-2022 for synvisc (batch number; unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no corrective action/preventative action (CAPA) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the non-conformance process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. The final investigation for the ptc was completed on 23-aug-2022 with summarized conclusion as 'no investigation possible'. Additional information was received on 01-jun-2022 from other healthcare professional (from quality department). Gptc number was added. Additional information was received on 23-aug-2022 from other healthcare professional (from quality department). Ptc results were added. Text amended accordingly.